Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon fired the second clip and it scissored. He then removed the third clip from the jaw and they were able to complete the procedure with the device. It is unknown if he applied pressure during firing or if the first clip was near the firing of the second clip. It was fired in the patient at the time but removed with graspers. It is unknown what tissue the surgeon was firing on at that time.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.